Event description:
Reportedly, during an implantation attempt on (B)(6) 2024, new system implantation was performed. The vega r52 (s/n : (B)(6) extension/retraction of the screw was confirmed at the time of removal from the package before insertion into the body. When the physician attempted the lead positioned on the right atrial auricle, there were noises on egm, the wave height was 2-4mv, threshold was 3v/0.35ms and lead impedance was >3000 ohms. Because no change of impedance >3000 ohms if the lead position was changed in the right atrial auricle, and new lead of the same model was used with good parameters.

Manufacturer narrative:
Summary of the investigation: the manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. The screw mechanism and the screw length were within the specification. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Deeper tests were performed to measure the impedance in dry and wet conditions. These tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported electrical issues may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, during an implantation attempt on (B)(6) 2024, the vega r52 (s/n : (B)(6) extension/retraction of the screw was confirmed at the time of removal from the package before insertion into the body. When the physician attempted the lead positioned on the right atrial auricle, there were noises on egm, the wave height was 2-4mv, threshold was 3v/0.35ms and lead impedance was >3000 ohms. Because no change of impedance >3000 ohms if the lead position was changed in the right atrial auricle, and new lead of the same model was used with good parameters.